Event description:
On (B)(6) 2011: pancreatic stent placement was performed for the patient who suffered from chronic pancreatitis. On (B)(6) 2011: the physician attempted to retrieve the stent coming out from papilla with use of a snare. However, the stent was fractured at the point of a flap positioned in papilla. The physician snared the remained stent coming from papilla to remove it. At that time the stent was fractured at the point of another flap positioned in pancreatic duct. The portion beyond the flap was remained at the point of 5 or 6 cm from papilla. On (B)(6) 2012: the physician attempted to remove the stent with another manufacturer's reused snare, but the stent was fractured at the point of a flap positioned in papilla. Then he attempted to remove it with another manufacturer's basket, but it was fractured at the point of another flap positioned in pancreatic duct. On (B)(6) 2012: the patient was discharged from the hospital, and he/she is going to visit the hospital for check-up in (B)(6). The portion of the stent was remained in the patient.

Manufacturer narrative:
The actual lot number of the device involved in this complaint was not provided. As the lot number was not provided, it was therefore not possible to establish if there were any devices from the affected lot number in stock at the time of the complaint investigation. The device involved in the complaint was not available to be returned for evaluation; therefore the customer complaint could not be confirmed and the cause of the complaint could not be conclusively determined. With the information provided a document based investigation was carried out. Prior to distribution, geenen pancreatic stents are subject to visual inspection to ensure device integrity. A review of the manufacturing records for the gepd-7-7 device involved in this complaint could not be reviewed as the lot number could not be provided. No corrective action is warranted at this time. The complaint could not be verified as the device was not returned for evaluation. There were no adverse effects on the patient as a result of this occurrence that we are aware of. However, complaints of this nature will continue to be monitored for potential emerging trends.